Event description:
On (B)(6) 2023, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023 patient was experiencing pain, swelling, redness, brown colored discharge and itchiness at the stoma site; the patient's primary care physician gave two shots of rocephin and oral augmentin for the infection. On (B)(6) 2023, the patient was admitted to the hospital for the infection and was given vancomycin and cefepime IV as well as benadryl for the itching. Treatment with duodopa was not interrupted.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.